Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v553427, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v476625, implanted: (B)(6) 2010, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the impedance between contacts 8 and 9 on the right side was 34 ohms. The clinician was using these contacts in a monopolar fashion with a therapy impedance of 532 ohms. The rest of the impedances were all normal. Three days later it was reported that no additional diagnostics were performed. No malfunctions were seen or an issue determined. No intervention was taken or planned. The patient was doing fine.